Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4), description: linear st lead, 50cm; model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The ipg had migrated and the patient was noted to have lost weight. The patient also felt that her pain got worse with stimulation and that she had to turn it off. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated to help incorporate cervical leads that were ineffective.

Manufacturer narrative:
Additional information was received that the ipg appeared to be sitting on the patients sacrum. The patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The ipg had migrated and the patient was noted to have lost weight. The patient also felt that her pain got worse with stimulation and that she had to turn it off. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated to help incorporate cervical leads that were ineffective.